Event description:
It was reported that a patient underwent a pvi (pulmonary vein isolation) ablation and the patient experienced a stroke and required prolonged hospitalization. After the procedure on (B)(6), "everything was ok"; however, the patient was readmitted to the hospital because he could not see very well. Patient had a CT (computed tomography) scan and they saw a small stroke, a small injury in the visual cortex. The patient was admitted for a couple of days. A request for follow-up has been made to identify the specific catheter used during the procedure. At this time, the event is being reported as a conservative measure, under varipulse¿ bi-directional catheter with an unknown product code.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pvi (pulmonary vein isolation) ablation and the patient experienced a stroke and required prolonged hospitalization. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).